Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, after a transseptal stick and then ablation of the pulmonary vein, a pericardial effusion was noted. The blood pressure dropped and a pericardiocentesis was performed. The patient was stable. CPR was also given due to a false alarm given by vital monitoring equipment which wasn't reading correctly at the time. A second bwi field representative reported that prior to the case, the patient had a pericardial effusion. After ablating on the posterior wall, it was noticed via the soundstar catheter that the pericardial effusion was getting larger. The case was aborted and a pericardiocentesis was performed. The patient was stabilized and admitted for observation. Upon request for additional information, the bwi field representative provided clarification of the event. The physician went transseptal. The patient had a fibrotic septum.the physician crossed into the left atrium, built the fam map and started to ablate around the left superior pulmonary vein. After approximately 10 burns, the patient's blood pressure began to drop. The physician used the soundstar catheter to verify the pericardial effusion. The physician performed a pericardiocentesis. The patient began to stabilize and the pericardial effusion stopped. The procedure was aborted and the patient remained hospitalized for further observation. Three days later, was successfully ablated and sent home. The physician did not notice any abnormal signals and no difficulty in manipulating the catheter. The rf generator was set to "power-control" mode. The temperature cut-off setting was set to 40 degrees celsius.the power was not titrated.the power setting varied depending on the site, but mainly 40 watts. The flow setting for the irrigated catheter was set to 30 ml. The mullins sheath was used. The patient received anticoagulation in the procedure. Acts were around 300-350.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record was reviewed, it was identified that 2 pieces were scraped; however, DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these 2 pieces exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. None of the scrap pieces are related with the complaint. Concomitant products: product: carto 3 system; mfg #: m-4800-01; serial #: (B)(4). Product: coolflow pump; mfg #: m-5491-02; serial #: (B)(4). Product: stockert 70 system; mfg #: m-5463-01; serial #: (B)(4). Product: soundstar 3d 10f-90; mfg #: m-5723-05; lot #: unknown_m-5723-05. Product: lasso w/ auto ID; mfg #: d-1220-79-s; lot #: unknown_d-1220-79-s. (B)(4). The physician did not feel like he could identify what caused the perforation but his best guess was that the issue occurred during the transseptal.